Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and separation issues occurred. When the vizigo sheath was inserted into the body, and the dilator was already removed (no catheters were in the sheath yet), blood started coming out of the sheath where the catheter is inserted. The hemostatic valve completely broke apart. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was approximately 50-100cc of blood. When the sheath was replaced, the issue resolved. No adverse patient consequences were reported.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and separation issues occurred. When the vizigo sheath was inserted into the body, and the dilator was already removed (no catheters were in the sheath yet), blood started coming out of the sheath where the catheter is inserted. The hemostatic valve completely broke apart. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was approximately 50-100cc of blood. When the sheath was replaced, the issue resolved. No adverse patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001712 number, and no internal actions related to the complaint was found during the review. Based on the DHR, h4. Device manufacture date has been updated. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)